Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The physician was treating a dialysis pt who developed a pseudo aneurysm which was located at the arterial side of a loop graft used for av access. A gore viabahn endoprosthesis was advanced via jugular vein access and over a .018 v-18 guidewire. The device was positioned and deployment commenced. Upon withdrawing the deployment line, the device deployed approx 7 cm when the deployment line broke. In an attempt to retrieve the deployment line, the physician split the delivery catheter, but was unsuccessful in retrieving the line. The pt was transferred to surgery where the device was surgically removed and the loop graft was replaced. The pt was fine post surgery.